Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right atrial channel and undersensing on the right ventricular channel. Additionally, the programmed parameters were different than expected. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient experienced pacing inhibition due to the farfield oversensing. Reprograming of the device was discussed. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right atrial channel and undersensing on the right ventricular channel. Additionally, the programmed parameters were different than expected. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.